Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. The insulin pump was monitored and no anomalies were noted during testing. No damage was noted on the lcd isolation tape. The insulin pump had cracked case at display window corners, cracked display window, broken belt clip slot, and minor scratches on the lcd window.

Event description:
Customer reported that the display on the insulin pump is blank. Customer inserted a new battery and the display did not return. Customer stated that the issue happened before and it started working after he called to report it but the display went blank after receiving a new battery cap. Blood glucose value is unknown. Nothing further reported.